Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulation on becoming e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('congratulation on becoming e-free/pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy". In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), autoimmune thyroiditis ("hashimotos"), endometriosis ("endometriosis/endometriosis on pelvic wall (on fibrous tissue)"), urinary tract disorder ("urinary problems"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia/ painful sex"), autoimmune disorder ("autoimmune like symptoms"), pain ("body aches"), anaemia ("anemia"), thrombosis ("blood clot"), headache ("headaches"), arthralgia ("joint pain"), adenomyosis ("adenomyosis"), mood swings ("mood swings"), anxiety ("anxiety"), thyroid disorder ("autoimmune thyroid disease with normal thyroid levels"), inflammation ("high crp in blood- (B)(6) 2017 (inflammation)") and menorrhagia ("heavy bleeding with large clots"), was found to have the first episode of weight increased ("weight gain 140 lbs") and the second episode of weight increased ("weight gain") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, autoimmune thyroiditis, endometriosis, urinary tract disorder, genital haemorrhage, dyspareunia, autoimmune disorder, pain, anaemia, the last episode of weight increased, thrombosis, headache, arthralgia, adenomyosis, mood swings, anxiety, thyroid disorder, inflammation, menorrhagia and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal distension, adenomyosis, anaemia, anxiety, arthralgia, autoimmune disorder, autoimmune thyroiditis, dyspareunia, endometriosis, genital haemorrhage, headache, inflammation, menorrhagia, mood swings, pain, pelvic pain, pregnancy with contraceptive device, thrombosis, thyroid disorder, urinary tract disorder, the first episode of weight increased and the second episode of weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: pfs+mr received- new events pain, urinary problems, bleeding, dyspareunia, autoimmune like symptoms,body aches, autoimmune thyroid disease with normal thyroid levels, anemia, weight gain, blood clot, headaches, joint pain, adenomyosis, mood swings/ anxiety, inflammation, heavy bleeding with large clots, pregnancy were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulation on becoming e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain 140 lbs") and experienced abdominal distension ("bloating"), autoimmune thyroiditis ("hashimotos") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, weight increased, abdominal distension, autoimmune thyroiditis and endometriosis outcome was unknown. The reporter considered abdominal distension, autoimmune thyroiditis, endometriosis, medical device removal and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media case- new events weight gain and bloating were added. On 23-mar-2020: social media received: reporter added. Event added : hashimoto's disease and endometriosis based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('congratulation on becoming e-free/pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy". The patient's concurrent conditions included chondrosis and edema. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), autoimmune thyroiditis ("hashimotos"), endometriosis ("endometriosis/endometriosis on pelvic wall (on fibrous tissue)"), urinary tract disorder ("urinary problems"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia/ painful sex"), autoimmune disorder ("autoimmune like symptoms"), pain ("body aches"), anaemia ("anemia"), thrombosis ("blood clot"), headache ("headaches"), arthralgia ("joint pain"), adenomyosis ("adenomyosis"), mood swings ("mood swings"), anxiety ("anxiety"), autoimmune thyroid disorder ("autoimmune thyroid disease with normal thyroid levels"), inflammation ("high crp in blood- (B)(6) 2017 (inflammation)") and heavy menstrual bleeding ("heavy bleeding with large clots"), was found to have the first episode of weight increased ("weight gain 140 lbs") and the second episode of weight increased ("weight gain") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, autoimmune thyroiditis, endometriosis, urinary tract disorder, genital haemorrhage, dyspareunia, autoimmune disorder, pain, anaemia, the last episode of weight increased, thrombosis, headache, arthralgia, adenomyosis, mood swings, anxiety, autoimmune thyroid disorder, inflammation, heavy menstrual bleeding and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal distension, adenomyosis, anaemia, anxiety, arthralgia, autoimmune disorder, autoimmune thyroid disorder, autoimmune thyroiditis, dyspareunia, endometriosis, genital haemorrhage, headache, heavy menstrual bleeding, inflammation, mood swings, pain, pelvic pain, pregnancy with contraceptive device, thrombosis, urinary tract disorder, the first episode of weight increased and the second episode of weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2021: imdrf-FDA synchronization. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulation on becoming e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (e-free). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.